Event description:
The company was informed that the pt developed a seroma at the implant site without presence of infection. The pt was reportedly treated by the physician and the pt is doing well. Advanced bionics is in the process of gathering more info.